Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 300. Customer was not able to successfully clear the alarm. The customer was advised that the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.